Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the cartridge and infusion set to resolve each blockage. There was no adverse impact to customer¿s blood glucose level. Customer continued using pump for insulin therapy.